Event description:
In the or the c-arm would not work. No x-ray and display has message "m379 battery overcharge has enabled itself". Display also says "reset" next to one of the buttons. Pressed reset, c-arm resets and now can make x-rays. Looked for error message in manual, unable to locate it. Spoke with philips service rep - he was unable to find info on the message and said to ignore it if it doesn't come back. Rebooted unit and message came back.in a follow-up message, philips states "error indicates monthly battery deep cycle is running or needs to run, should clear after reset. Ok to use c-arm". Checked c-arm the next morning, re-booted unit and still getting m379 error. Philips service was called in to resolve the issue. Found out that setting the date forward 2 months and rebooting the unit will clear the error. M379 error is a known issue, occurs rarely. The unit can be safely used until the error is cleared.